Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient's mother stated that the patient had low blood glucose while riding his scooter, fell off and broke both of his wrists. Patient was taken to the emergency room. No pain medication was prescribed but the patient took over-the-counter advil. Both the patient's wrists were placed in casts. Patient's receiver did not alert them of the low event. Additionally, patient's mother tested the receiver and it did not beep. At the time of contact, the patient had had his casts removed and was cleared for exercise. No further event or patient information was provided.